Manufacturer narrative:
The actual device in the incident is being retained by the facility's risk management department and was not made available to the manufacturer to evaluate. The facility has reported they will try to take a photo of the remaining catheter section. However, the photo has not yet been made available to the manufacturer for evaluation. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." Without the actual sample or photograph of the sample no specific conclusions can be drawn. If the actual sample or a photograph becomes available for evaluation, a follow-up report will be filed. All available information has been forwarded to the manufacturer for further evaluation.

Event description:
As reported by the user facility: inserted epidural needle, threaded catheter and hit bone. Decision was made to remove needle and catheter together. When removed, noted 3 cm of catheter remained in patient. Patient does have leg pain which is improving and decision has been made not to retrieve catheter. Additional information provided by the facility indicated the patient consulted with a neurosurgeon, who recommended the catheter fragment catheter tip remain in place. The patient was discharged with the knowledge that the fragmented tip remained in her back. The pain in her leg continued to improve. She also reported the remaining catheter piece is being retained by the facility at this time and will not be released for evaluation. At this time b braun requested a photo of the remaining fragment be sent for investigation purposes. If at all possible the facility will forward a photo of the sample for evaluation.